Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an hcp trial ilet experienced a software update failure, difficulty pairing with a dexcom sensor, and a system malfunction error, resulting in the device being unavailable for use. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included the user continuing diabetes management with cgm via the dexcom app or receiver while a replacement ilet was arranged. Investigation included remote troubleshooting and user education, including instructions to shut down the ilet, sync data to the mobile app before return, and expectations for setup on the replacement device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.